Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 10, 2006, the lay-user/patient contacted lifescan alleging that her one touch profile meter would not power on. The medical affairs specialist (mas) spoke to the patient on october 16, 2006, to obtain/verify information. The patient has not been able to test herself with the reported meter for several months. She does not know exactly when she was last able to use the meter. The patient mentioned that the batteries of the meter were replaced a couple of months ago, but this did not resolve the power issue. About a year ago, the patient mentioned that she had to seek medical attention because she had passed out while shopping. The patient mentioned that typically when her blood glucose is low, she gets symptoms of being sweaty. At that time, she was no longer using the meter because of the power issue. She was not able to provide further information regarding that incident. In another event, the patient stated that she could tell her blood glucose was high because she was "mean, disoriented, and grouchy." She went to a hospital and was treated for hyperglycemia. She was given insulin treatment. The patient recalled that her lab work indicated that she had high blood glucose, plus her hba1c was high. The patient was unable to provide any meter results from the hospitalization. During the call with the customer care advocate (cca), the meter did not have a battery. The patient did not have a replacement battery to try and troubleshoot the power issue. The meter, test strips, and control solution was replaced. This complaint is being reported due to the following conclusion: the patient was unable to test herself with the reported meter due to the alleged power issue. Replacing the meter's batteries did not resolve the issue. The patient experienced an episode of losing consciousness and another instance where she received medical treatment for hyperglycemia.